Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an abdominal procedure, the device's jaw was difficult/impossible to open. There was no patient injury.